Event description:
Medtronic received information that 3 months post-implant of this bioprosthetic valve, an echocardiogram noted mild to moderate central aortic regurgitation, which was unchanged at 1 year post-implant. Five (5) years post-implant of this bioprothestic valve, the valve was explanted for calcification. There was no aortic root dilation noted at explant. The patient was implanted with another manufacturer's valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, pieces of the sewing ring, leaflets, host tissue, and two commissures were in an explant kit. Tissue deterioration due to mineralization was observed on the existing leaflets. Cuts where the leaflets had been excised were observed on the leaflets. The tops of two commissures attached to the stent post were received. Tissue deterioration due to mineralization was observed on both commissures. Pieces of glistening off-white pannus were received. Clusters of mineralization were received. Radiography showed mineralization in the two existing commissures, leaflets and host tissue. Conclusion: product analysis confirmed that the tissue deterioration was due to calcification. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device has not been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical obs ervation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).